Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was not confirmed; however, image noise upon angulation was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during inspection for use prior to a diagnostic tracheoscopy procedure, the image of their evis lucera elite bronchovideoscope cut out and the screen went black when the device was angulated. The issue did not cause a delay, and the procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image upon angulation issue could not be determined, however, the issue was likely due to the charged-coupled device cable shorting out during user was handling. The event can be detected by following the instructions for use section below: inspection of the endoscopic image olympus will continue to monitor field performance for this device.